Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. Protocol number: 510k is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, it was seen that the breathing bag had a tear. The root cause was related to the manufacturing process. As a preventive action production personnel was notified by quality engineer as awareness of the defect reported by the customer.

Event description:
It was reported that immediately after opening the package, the customer noticed the bag was partially torn. No patient injury was reported.